Event description:
The surgeon inserted a vicm13.2 implantable collamer lens on (B)(6) 2012 and the lens was removed due to angle closure with elevated iop associated with excessive vault. The lens was exchanged for a shorter length and this resolved the problem.

Manufacturer narrative:
Patient (B)(4) - intraocular pressure rise, (iopr), (B)(4) - surgical procedure, secondary. Device: (B)(4) - lens, vaulting, excessive, (B)(4) - explant. (B)(4).